Event description:
The manufacturer received information that a bipap a30 device was returned for service and evaluation. During the evaluation, visible foam particles were observed in reference to the voluntary field safety notice / recall. There is no allegation of serious or permanent harm or injury. The device will be scrapped as per customer request. This device will be included in fsca 2021-05-a. Additional findings not related to the malfunction/issue: error code e-112 was noted in the device download error log indicating coin cell voltage was outside of its valid range of 1.65 to 3.6v. This is a "log only" event and would require replacement of the printed circuit board assembly to address the issue.